Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon deflation difficulties were encountered. The treatment was for a abdominal aortic aneurysm. The equalizer balloon was being used to post-dilate the stent graft. The equalizer balloon was inflated with a 20cc inflation syringe. When the physician attempted to deflate the balloon, it would not deflate. The physician changed to a 10cc syringe and was able to deflate the balloon for removal without incident. The patient did not experience any symptoms, and no patient complications were reported. The procedure was completed with another of the same devices, and patient status was reported as 'stable'.